Event description:
The patient reportedly experienced a sudden loss of lock with his internal device. External equipment was exchanged, however, this did not resolve the problem. Surgery to explant the patient's device will be scheduled.